Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was planned to be used in a patient during the endovascular treatment of an unknown size aneurysm. It was reported that the guidewire failed to pass through the lumen of the reliant and another balloon was used instead. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cause of the event could not be determined as per the physician.

Manufacturer narrative:
Device evaluation summary the guidewire lumen was flushed with no abnormalities noted. A 0.035-inch guidewire was loaded via the distal tip and advanced proximally. A blockage was observed 46.6cm distal to the strain relief. The device was cut back, and shards of the lumen wall material were observed accumulated at the blockage site. On removal of the material there was no resistance advancing the guidewire. Scratches were visible along the lumen wall where the material had been removed. The guidewire lumen blockage was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.